Manufacturer narrative:
Event date is approximate. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that the pump (ins) was not working and it was hurting her skin. The patient reported that the implant site hurts. The patient stated that everything was fine up until about a month ago. The patient reported that it was bothering her and she turned stim down to 0.1 but that did not impact the feeling of the implant site hurting. The patient noted that there were no trauma/falls that could be related to this issue. The patient stated that she had a total knee replacement, but it was bothering her before she went in for that. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they did have the device removed on (B)(6) 2018 because it was coming out of the skin. No further complications were noted or anticipated